Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The stem added to this complaint was not returned for examination. A worldwide compaint database search finds no other reported complaints against the added stem's provided lot code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised for pain and feelings of subluxation (right side). Doi (B)(6) 2006 - dor (B)(6) 2008. Update: (B)(6) 2012 - litigation papers received. There is no new additional information that would affect the investigation. Doi: (B)(6) 2006. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added. Update (B)(6) 2014 - pfs and medical records received. Pfs now alleges high metal ions and metallosis. After review of the medical records for MDR reportability, the revision operative note indicated subluxation due to soft tissue laxity and metal reaction. Only the femoral head was revised. All labs results for metal ions were after the dor-the stem is being added for the alleged high metal ions. There was no mention of metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf alleges stroke and heart attack before first revision. Added cup to address stroke and heart attack.